Event description:
Information received indicates when the brake is engaged, the right head brake caster would still swivel.

Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.